Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) discovered that the full height cubie drawer 4 on the main was failing to open due to the sloped floor drain was causing the machine to lean backwards. The fse moved the tower and the main into each other's positions on the floor and readjusted the floor levelers to ensure that the main was level, allowing the heavy drawer to slide forward. Everything was tested successfully in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.